Event description:
Consumer called with concerns on accuracy. Has very erratic readings. Analysis run on clark error grid using mean avg reading (56) as ref. Point vs. Bd readings (23, 90) yielded data points in the d range of the grid, outside of acceptable limits.